Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient underwent an ipg replacement due to it being impossible to charge. The patient had undergone a previous surgery wherein the physician had used monopolar electrocautery during the surgery. The patient was not able to charge since that surgery and the physician suspected ipg malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
The sc-1132 (B)(4): the returned device was analyzed and the complaint was confirmed as the device is no longer functioning due to u2-asic damage. The device would not be charged nor linked. The device exhibited excessive sleep current leakage, and a hot spot was observed on the component. The cause of the charging issue is due to an internal short on u2-asic.

Event description:
A report was received that the patient underwent an ipg replacement due to it being impossible to charge. The patient had undergone a previous surgery wherein the physician had used monopolar electrocautery during the surgery. The patient was not able to charge since that surgery and the physician suspected ipg malfunction. The patient was doing well postoperatively.